Manufacturer narrative:
(B)(4): the customer reported that there was no alarm function from several obtv clients. They requested help in understanding how alarming capability was lost and how it could be recovered for these obtv clients. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no alarm function from several obtv clients.